Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a servo drive failure caused a loss of c-arm movement on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.